Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 04-nov-2024 and forwarded to millyard advanced medical products, llc on 05-nov-2024. The patient reported that she was hospitalized due to occlusion alarms on both of her pumps, and that troubleshooting was unsuccessful. She reported experiencing shortness of breath from being off remodulin. The nurse reported that she saw the patient in the hospital, and that the patient had been wrapping tubing around her cleo site. The patient was to receive IV remodulin treatment until replacement systems were delivered. The patient was planned to be discharged on (B)(6) 2024. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.